Event description:
It was reported that the pump won¿t turn on. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the dso seal degraded. No relevant findings were found during a review of the event history log. During the functional testing, the customer reported issue was able to be confirmed. The cause of the issue was found to be that the power switch was not working. The power switch and harness wire were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.